Event description:
It was reported that the study enrolled 1,821 patients with triple vessel or left main coronary disease, or both, who underwent off pump coronary artery bypass grafting (opcab) (n=843) or percutaneous coronary intervention (pci, n=978) with second-generation drug eluting stent (des) from january 2008 to december 2011. The real world population of 1,821 patients and in a propensity score-based matched population of 1,294 patients. The number of patients in the des group who received at least 1 second-generation des stent of promus or xience v were 425 patients (43.5%) and the number of non-abbott stents used were in 553 patients (56.5%). Major adverse cardiac and cerebrovascular events (macces), including death, myocardial infarction, stroke, and target vessel revascularization, were retrospectively compared between the two groups in a realworld and in a matched population (n=1,294). Followup duration was 23.0 +/- 13.0 months (range, 0 to 56 months). There were 5 in-hospital deaths (0.5%) in the pci group and 7 in the opcab group (0.8%, p=0.384). In the pci group, 4 patients required surgical repair for puncture site complications. The overall incidence of macces was 7.3% (71 patients) in the pci group and 3.8% (32 patients) in the opcab group (p=0.0001): real world pci group (n=978): death (28, 2.9%), nonfatal myocardial infarction (mi) 17, 1.7%), stroke (11, 1.1%), target vessel revascularization (tvr) (31, 3.2%).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After propensity score-based patient matching, 647 patients in each group were assessed for analysis. The overall incidence of macces was 7.6% in the pci group (49 patients) and 3.2% in the opcab group (21 patients, p=0.001). Matching population pci group (n=647): death (20, 3.1%), nonfatal mi (13, 2.0%), stroke (8, 1.2%), tvr (20, 3.1%). In patients with triple-vessel disease and left main coronary artery disease, the unadjusted 3-year freedom from macce was 88.5 +/- 1.6% in the pci group (n=847) and 94.8 +/- 1.1% in the opcab group (n=799)(p=0.0003). Pci death (95.4 +/- 1.6%), nonfatal mi (96.5, +/- 1.1%), stroke (98.4 +/- 0.6%), tvr (95.1 +/- 1.1%) in the subgroup analysis of left main disease, freedom from a macce was 84.6 +/- 3.0% in the pci group (n=236) and 96.4 +/- 1.3% in the opcab group (n=251)(p=0.0001). Pci death (93.3 +/- 2.0%), nonfatal mi (97.3 +/- 1.4%), stroke (96.7 +/- 1.6%), tvr (92.6 +/- 2.3%). No additional information was provided. Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The promus referenced is being filed under a separate manufacturing report number.